Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of adapter/ connector defective/ damaged was confirmed upon inspection of the photo. The assembly process was reviewed. A possible root cause is a minor height offset between the picker and the gripper, which caused the gripper to slightly crush the outer luer thread when the part was seated at an incorrect height (too high or too low). This most likely caused damage to the outer luer thread. Another potential cause is over-threading with an external device during use, which could exacerbate or cause similar damage. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte yel 24ga x 0.75in - 381212 - catheter defective / damaged. When screwing in the bi-directional valve after catheter insertion (functional line), the device jams without being able to screw in. Additional plastic element on the catheter thread. Bcatheter change. Repetitive invasive care for the same child, pain and risk of damaging the vein. The device has not preserved.